Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 325cc saline mentor siltex round moderate profile breast implants and experienced several unexplained systemic symptoms, including arthritis in back and hands, severe nephropathy, urinary tract problems, insomnia, severe irritable bowel syndrome, digestive issues, depression, anxiety, severe fatigue. The patient had to have a complete hysterectomy and both hips replace. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to remove the autoimmune reaction code to more accurately capture the reported event. "No code available" has been added to reflect that the reported incident contained symptoms of generalized illness. Manufacturer's reference number: (B)(4).